Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, sepsis and cardiac arrest (indirectly), which required hospitalization and antibiotic therapy. The root cause of the cardiac arrest was attributed to the patient¿s underlying and as yet undiagnosed peritonitis and sepsis. The patient reported that the cause of the peritonitis is unknown; therefore, causality could not firmly be established. However, during follow-up the patient reported she continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. Patients suffering from esrd are at high risk for developing serious infections such as peritonitis and sepsis. The reasons esrd patients are at high risk include alterations of primary host defense, advanced age, the presence of comorbid conditions such as diabetes, invasive dialysis procedures, disruption of skin and mucosa barriers, and malnutrition. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fmcrtg device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fmcrtg device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the patient¿s continued use of the liberty select cycler.

Event description:
On (B)(6) 2026, fmcrtg became aware this 43-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient revealed she underwent cataract surgery on (B)(6) 2026 and after she was ¿put under,¿ she ¿flatlined¿ (cardiac arrest). The patient reported she had peritonitis without knowing it, and it had progressed to sepsis, which led to the cardiac arrest during surgery. The patient stated she was on antibiotics for quite some time and was discharged home on (B)(6) 2026. The patient stated she continued to undergo ccpd while hospitalized and resumed utilizing the same liberty select cycler following discharge. The patient was unaware of what may have caused the peritonitis; however, she has not experienced any issues involving any fmcrtg device(s) and/or product(s). The patient stated she has recovered from the serious adverse events and is returning to her normal routine.